Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was being used as an off-label bi-ventricular device with an epicardial left ventricular (lv) lead adapted to the device's right ventricular port and lead. The ICD recorded right and left ventricular pace markers followed, shortly thereafter, by a left ventricular sense marker. No adverse patient effects were reported. Technical services discussed the possibility that the epicardial (lv) lead had dislodged and suggested obtaining a chest x-ray to determine the placement of the lead. The local area sales representative was contacted for resolution to this issue, but was unable to provide additional detail. The device subsequently was returned with no header 39 months after the reported date of patient's death, which was three days after the discussion regarding the lv markers. There were no known allegations against the device or its functionality.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. Microscopic visual inspection noted tool marks and dents in the device casing surface. Adequate medical adhesive was noted on the device casing. Electrical testing was not performed due to the missing header. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. No further testing was performed. Our analysis concluded the damage to the header was induced.